Manufacturer narrative:
The device used in this case was not returned. A device history record review could not be conducted because the lot number of the device was unknown. Uterine perforations and bowel damage are known complications of endometrial ablation. Complications associated with uterine perforations and bowel injury are addressed in the warning section of minerva endometrial ablation system operators manual and instructions for use documents, including the statements: although designed to detect a perforation of the uterine wall, this test is an indicator only and it might not detect all perforations. Clinical judgment must always be used. If the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. The relationship between the device and the reported event could not be established. Device was not returned.

Event description:
It was reported that a physician performed an "unusually difficult" minerva procedure, the specifics of which are unknown. A few days later (exact date unknown) the patient was admitted to the hospital and underwent surgery (end-to-end bowel anastomosis) for a thermal injury. A small uterine perforation at the fundus was also noted. The patient fully recovered and was discharged home. It is not known when this perforation occurred or what instrument may have been the cause.